Event description:
It was reported that the ilet displayed alert code 41 and became unresponsive, preventing device unlocking; the user confirmed no visible physical damage, attempted cleaning, and was unable to restart the device remotely due to lack of phone connectivity, after which a replacement was arranged and the user transitioned to backup therapy. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of intended insulin delivery and the need to replace the device. Investigation included remote troubleshooting and user-guided inspection and cleaning. Investigation of this case revealed a persistent malfunction consistent with an insulin shaft rewind error leading to device nonresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a mechanical or control fault related to the insulin drive rewind function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.